Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level with trace ketones; bg value was not provided. Reportedly, insulin delivery has been suspended. Contact was unable to provide additional information as the issue occurred in the past. Reportedly, a manual injection was administered to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.